Manufacturer narrative:
The reason for reoperation was deflation. Device evaluation: visual analysis of the returned device identified wear abrasion, fold creases,a curved opening, and yellow particles. A leak test was performed and was found one opening. A microscopic analysis identified a curved(sharp) opening on anterior side in the same location of a crease assessed as fold(flaw) opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp crease opening assessed as fold flaw opening.

Event description:
Health professional reported left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device was explanted.